Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply malfunctioned. The user had to hold the electric cord in place to stay connected. S/n (B)(4) is no longer under warranty. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 08/13/2009 which places the age of the device at approximately 7 years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probably that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood was observed. The device was found to have been manufactured in 08/13/2009 which places the age of the device at approximately 7 years. The event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. A visual inspection was performed. Crack was observed in the area between the power switch and adaptor plug extending till the light indicator. No other visual defects were observed. Based on the return condition of the device and the results of the evaluation, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply malfunctioned. The user had to hold the electric cord in place to stay connected. S/n (B)(4) is no longer under warranty. The hospital did not report any patient effects.